Manufacturer narrative:
It was noted that refractive surprise onset date was (B)(6)-2014, was experienced by patient for duration of three months and were moderate in severity. No further information was provided. Device evaluation: the returned sample was inspected at the manufacturing site. The lens was received cut into two (2) pieces. Visual inspection revealed loose particles on lens optic body, which is consistent with the lens being handled out of a sterile environment. Due to the condition of the returned sampled, no further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. Miq (measurement inspection quality) results for diopter verification showed lens corresponds to 14.5 diopter lens. A review of the manufacturing process and/or materials show there were no changes in manufacturing method, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary procedure from the right eye of a patient owing to refractive surprise. The physician stated that they aimed for monovision, and the eye came out to + 0.50 to + 0.75 diopter. There was no incision enlargement and no vitrectomy was performed. The iol was explanted and replaced with zcb0000160 lens, aiming for - 0.50 diopter. There were no patient complications reported. The doctor stated that event was not related to the product. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder